Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the mildly calcified vessel in the left hand. A 5.0 x 40, 75cm mustang balloon catheter was advanced; however, during inflation, the balloon ruptured before reaching nominal pressure. The procedure was completed with another of same device. No patient complications nor injuries were reported.